Event description:
It was reported that the patient did not receive any benefit with her cochlear implant. When she wears her speech processor, she coughs. The patient is going to school for the deaf and has learned sign language. Her family wants her to be explanted as soon as possible. To date no further information has been received about a possible reason for the cough.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.